Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07dec2020.

Event description:
The customer reported nav ring not working. The unit was not in use, and there was no patient or user harm reported.

Manufacturer narrative:
G4:20jan2021. B4:22jan2021. The customer confirmed they were unable to adjust settings. The touchscreen functioned as intended. The field service engineer (fse) replaced the front bezel to resolve the issue. The unit was tested and it was returned to service. A similar investigation was performed it was identified that liquid ingress due to variability of the assembly process was the root cause of the reported failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.